Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion and prime tests. The pump was received with stuck in motor error alarm loop during bolus delivery and error alarm confirmed in alarm history. The motor was tested outside of the device and passed. The motor may had an intermittent failure that was not detected during our testing. The pump had cracked reservoir tube lip, broken battery tube threads, cracked case at display window corner and minor scratched lcd window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's mother reported via phone call of a motor error alarm from the insulin pump. The customer's blood glucose level was 192 mg/dl. The mother stated that her daughter's insulin pump has a motor error when she tried to rewind the pump. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.